Event description:
A customer reported an issue with the speaker and vibrate function of their insulin pump, as the speaker was not audible despite the settings being correctly configured. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on troubleshooting steps, such as adjusting the alert sound setting to high and triggering an alert to test the sound, but the pump did not make a sound. Consequently, a replacement pump was sent, and the customer was advised on steps to transfer their settings and connect their cgm to the new pump. The customer was further instructed to return the faulty pump to avoid being billed.